Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The health professional had sent report (B)(4) to the FDA. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Received a FDA report. Health professional had reported the removal of lap-band device as this one was "identified" to be "leaking". Furthermore, "the surgeon documented a vertical laceration in the tubing at approx skin level with extravasation of saline noted during removal of the port."